Manufacturer narrative:
Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred. In addition, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer reloaded the cartridge to resolve the issue. The customer refilled the cartridge and was informed by tandem technical support that refilling cartridges is considered off-label. Customer's blood glucose (bg) level was reported to be "high" via cgm reading. Bg was addressed with a manual injection and fluids.